Event description:
It was reported that an alert for elevated system impedance was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance measurements were greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for elevated system impedance was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance measurements were greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for elevated system impedance was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance measurements were greater than 200 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.